Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that an atrial lead was implanted on (B)(6) 2025 with good parameters. During ward admission, the atrial lead was dislodged as identified under x-ray. On (B)(6) 2025, the physician performed a revision procedure, which included an attempt to reposition the atrial lead. During this attempt, the helix did not extend to the expected w-shape configuration. Consequently, the atrial lead was explanted, and tissue was observed adhered to the tip component. A new lead was implanted to complete the procedure, and the patient had no consequences throughout.